Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: reporter: telephone number: (B)(6) section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was rotation of intraocular lens (iol) one week post op for the patient. The doctor did an iol rotation but one week later the lens rotated again. There was rotation of 40 degrees. The doctor did an anterior capsule capture. The lens was fully inserted. There was no delay in treatment or other interventions performed. No further information was provided.